Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Event description:
It was reported the patient received the following results within 15 minutes: 105 mg/dl (system 1) and 170 mg/dl (system 2) as well as 102 mg/dl (system 1) and 280 mg/dl (system 2). The customer used the same test strips lot but two different meters for these measurements.

Manufacturer narrative:
Unknown insulin. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.